Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine follow-up at a new clinic, the pulse generator had exhibited a diagnostics anomaly. It was explanted and replaced on (B)(6) 2015. The patient was noted to be in stable condition throughout the event.